Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe cramps') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis on (B)(6) 2021 and polyp removal on (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding"), uterine polyp ("endometrial polyps"), dyspareunia ("painful intercourse") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (partial hysterectomy - removed fallopian tubes) and endometrial polyp removal. Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, uterine polyp, dyspareunia and fibromyalgia outcome was unknown. The reporter considered abdominal pain, dyspareunia, fibromyalgia, genital haemorrhage, pelvic pain and uterine polyp to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe cramps") and device breakage ("complete removal of the essure device and potential additional fragments, which were not appreciated") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendicitis in 2021, uterine polypectomy in 2016 and parity 1, gravida I and itching all over. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding"), uterine polyp ("endometrial polyps"), dyspareunia ("painful intercourse") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy ,diagnostic hysteroscopy) and non-drug therapy (endometrial polyp removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, device breakage, dyspareunia, fibromyalgia, genital haemorrhage, pelvic pain and uterine polyp to be related to essure administration. The reporter commented: notes: right= 2 coils , left= 4 coils, the insert was released per protocol with 2 coils trailing at the ostia once the procedure was complete. The exact same procedure was then performed in the left ostia. 4 coils were trailing from the right ostia at end of procedure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: event -device breakage added. Reporters information and medical history added, rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe cramps") and device breakage ("complete removal of the essure device and potential additional fragments, which were not appreciated") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendicitis in 2021, uterine polypectomy in 2016 and parity 1, gravida I and itching all over. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding"), uterine polyp ("endometrial polyps"), dyspareunia ("painful intercourse") and fibromyalgia ("fibromyalgia"). The patient was treated with essure removal on (B)(6) 2021 by laparoscopic bilateral salpingectomy and endometrial polyp removal. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, device breakage, dyspareunia, fibromyalgia, genital haemorrhage, pelvic pain and uterine polyp to be related to essure administration. The reporter commented: notes : right= 2 coils, left= 4 coils, the insert was released per protocol with 2 coils trailing at the ostia once the procedure was complete. The exact same procedure was then performed in the left ostia. 4 coils were trailing from the right ostia at end of procedure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe cramps') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis on (B)(6) 2021 and uterine polypectomy on (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding"), uterine polyp ("endometrial polyps"), dyspareunia ("painful intercourse") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (partial hysterectomy - removed fallopian tubes) and endometrial polyp removal. Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, uterine polyp, dyspareunia and fibromyalgia outcome was unknown. The reporter considered abdominal pain, dyspareunia, fibromyalgia, genital haemorrhage, pelvic pain and uterine polyp to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.